Event description:
Patient reported a right side deflation. Healthcare professional confirmed right side deflation. Healthcare later reported "any creases" observed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as unidentified (tear), one opening assessed as surgical damage and one opening assessed as cracked valve seat diaphragm valve. (Shell thickness was within specification). Crease / folding of implant: observed. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Healthcare professional confirmed right side deflation. Healthcare later reported "any creases" observed during surgery. Device has been explanted and replaced.

Event description:
Patient reported a right side deflation. Healthcare professional reported a right side deflation. Healthcare reported any creases under observation made during surgery. Device explanted.